Event description:
In this case, it was reported that a transcatheter heart valve was implanted in the aortic position within an existing prosthetic valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 9 years. Per the op report, the patient presented with prosthetic aortic valve dysfunction causing valve stenosis. The new valve was noted to seat nicely. There was no aortic regurgitation at the end of the operation. No complications noted during the surgery. Patient transferred to the ICU in stable condition.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was explanted from the patient; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.